Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing discomfort due to migration of the pressure regulating balloon (prb) out of its original position. The prb was explanted and replaced with a new prb. The component was attached to the original cuff and pump. There were no additional patient complications reported.